Event description:
The customer observed discrepant carbon dioxide (co2), potassium (k), and sodium (na) results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for co2 is 23-29 mmol/l; for k is 3.5-5.2 mmol/l; for na is 135-145 mmol/l): sample ID (B)(6), initial co2 result was 12, repeat, on another analyzer, was 26 mmol/l; initial k was 7.3, repeat, on another analyzer, was 3.5 mmol/l; initial na was 180, repeat, on another analyzer, was 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting discrepant results and an instrument error message on the alinity c processing module, serial number ac01588. During an extensive investigation, the fsr performed troubleshooting procedures, including cleaning the cuvette washer probes, and replacing parts, but was unable to determine a single definitive part for the likely cause of the issue. The alinity c processing module, serial number ac01588, was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.